Event description:
The report received from the patient/initial reporter through the medical affairs department indicated that a cypher 3.5 x 18 mm stent implanted in the right coronary artery (rca) during the index procedure. The report indicated that soon after the index procedure (the exact event date is unknown), the patient was diagnosed with high blood pressure (hypertension) and clogged arteries. The treatment was a double-bypass (coronary artery bypass graft surgery/CABG) and medication. This event is being captured as coronary artery restenosis. Approximately twenty-seven months after the index procedure, the patient was again diagnosed with clogged arteries and an attempt was made to implant stents unsuccessfully. This event is also being captured as coronary artery restenosis. No additional information was provided. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
The report received also contained several other additional adverse events that were captured as non-complaints: during the last hospitalization the patient complained of stomach pain and an MRI was done that demonstrated a full bowel and the patient was discharged to home. One month later, the patient complained of blurred vision in the right eye and while hospitalized complained of smelling gas, fatigue, nausea, migraine headache, and diarrhea. The patient was discharged the same day and the events resolved two days later. The vision in the right eye remains totally blurred and the vision in her left eye is beginning to blur. The device remains implanted in the patient and is not available for inspection. The report received from the patient through the medical affairs department indicated that a cypher 3.5 x 18 mm stent implanted in the right coronary artery (rca) during the index procedure for unknown reasons. Past medical history was unknown. The patient reported that shortly after stent implantation, she was diagnosed with severe elevated blood pressure and "clogged arteries." Treatment was a "double bypass" lisinopril, zocor and cilostazol. This event is being captured as coronary artery restenosis. Approximately two years after the index procedure, she was again diagnosed with "clogged arteries" by doppler and an attempt was made to stent unspecified arteries. But for unknown reasons, the stents were not implanted. No additional information was provided. Attempts to obtain additional information have been unsuccessful to date. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the limited information available it is not possible to determine what factors may have contributed to these events. However, the patient's aggressive progression of cardiovascular disease and hypertension may have contributed to the events. Please note that this is the initial/final report for this product.